Event description:
It was reported that the omnipod personal diabetes manager (pdm) charging cable is melted and no longer works.

Manufacturer narrative:
The device will not be returned for investigation and no photos were provided. No medical attention was required as a result of the event. We are unable to determine the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.